Event description:
Procedure: 2nd knee revision. Patient had revision knee surgery on his right knee in (B)(6) 2014 (lcs revision). Following this surgery the surgical wound broke down, and the patient required skin flap and skin grafting surgery by a plastic surgeon. Post this plastic surgery the revision knee replacement has become infected. Patient was brought back to theatre on (B)(6) 2014 for a 2nd revision surgery. All the implants were removed in a first stage knee revision. An antibiotic cement spacer was left in-situ until the infection clears. All implants were explanted and discarded. Other components revised: ref (B)(4), lot 429478, mbt revision metaphyseal sleeve 53mm, ref (B)(4), lot 416743, lcs femoral revision cemented right std+; and ref (B)(4), lot 391815, lcs distal augment std+ 15mm. Patient initials, dob and gender are provided.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Pathology report and operative notes were provided. Review of the supplied medical records confirms infection.with the limited information provided, the root cause could not be determined. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.